Event description:
It was reported to the sales rep by the surgeon that during a laparoscopic appendectomy a patient presented with an obstruction of the small bowel. Mesentery was observed to have become attached to the staple line where the appendix was removed.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025 d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date, a response has not been received, should additional information be obtained, a supplemental report will be submitted. Why does the surgeon believe that the device may have caused or contributed to the post operative bowl obstructions? Please describe the number of firings in each app procedures? What color cartridges were used? Are any photos available? What were the initial procedure dates. Was any conservative medical treatment considered before the re-operations. If so please describe. During the re-operation was there any issue notes with staple formation? Did the surgeon wait 15 seconds prior to firing? Please provide a timeline of the initial procedures and re-operations. Is the surgeon interested in speaking with ethicon medical and engineering staff? If so, please provide 3 dates/times that the surgeon would be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2025. Additional information was requested and the following was obtained: surgeon had a small bowel obstructions post op and they only used 1 firing during the procedure. No overlapping of staple lines.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2025 additional information was requested and the following was obtained: an internal rrt call held and the call included post market surveillance, customer quality, regional sales, design engineering and marketing. Surgeons had a bleed post op they only use 1 firing during the procedure. No overlapping of staple lines. Did all complaints have staples? In three cases the legs were a "half" b and the four were over formed staples. What color cartridge do they use? 90% of the time they use white. Average age of kids? Unk did the surgeon wait 15 seconds prior to firing? Yes what were the initial procedure dates. Unknown, beyond dates provided, when follow up conversation was executed with general surgery group they mentioned additional patients in previous 4 weeks why does the surgeon believe that the device may have caused or contributed to the post operative bowl obstructions? Staple leg not formed perfect b as pictured no pictures provided please describe the number of firings in each app procedures? 1 firing majority of the time only one surgeon of the group fires 2, obstructions experienced by multiple surgeons what color cartridges were used? Tr45w was any conservative medical treatment considered before the re-operations. If so please describe. Unknown during the re-operation was there any issue notes with staple formation? Please provide a timeline of the initial procedures and re-operations. Re-operations within 1 week of original surgery date.